Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was explanted due to infection. The field representative reported the patient exhibited poor wound care which likely contributed to the infection.